Event description:
A wrong treatment field got loaded by the treatment delivery system which resulted in the delivery of an erroneous dose of proton therapy to the patient. FDA safety report ID # (B)(4).